Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues, urge incontinence, and urinary/bowel dysfunction. It was reported that the patient checked the implant today and recalls that yesterday the representative said that patient was on level 2 however when patient connected today, patient noticed the setting was at 1.5 so they increased the setting to 2.0 and it was extremely uncomfortable so patient turned the therapy off. Patient called for review of therapy and programming guidance. Reviewed therapy information and general programming guidance. Patient connected to implant and immediately turned stimulation on and said that it was shocking them, so with instruction patient started decreasing the setting until it was more comfortable. Patient said can just feel it, and it comfortable. Reviewed meaning of screen and when patient checked the program number it was on program 2 as manufacturer representative (rep) explained. The troubleshooting steps that were taken on the call resolved the issue. Reviewed general use of external devices. Patient stated that they had noticed a 95% improvement since received the implant. Patient said that this morning when stood up out of the car did experience a very tiny leak, and that was the only time. Patient said had follow up appointment in two weeks.